Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, but technical services (ts) indicated that data is not available at this time. Ts explained that the reason of the changes would be most likely the way how the device is evaluating the remaining longevity, but to be able to confirm this, electronic data is required. No further information is currently available. The device remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. Follow up report 1 (correction): implant date (d6a) field was updated.

Manufacturer narrative:
Follow up report 1 (correction): implant date (d6a) field was updated.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, but technical services (ts) indicated that data is not available at this time. Ts explained that the reason of the changes would be most likely the way how the device is evaluating the remaining longevity, but to be able to confirm this, electronic data is required. No further information is currently available. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, but technical services (ts) indicated that data is not available at this time. Ts explained that the reason of the changes would be most likely the way how the device is evaluating the remaining longevity, but to be able to confirm this, electronic data is required. No further information is currently available. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed, and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. Follow up report 1 (correction): implant date (d6a) field was updated.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, but technical services (ts) indicated that data is not available at this time. Ts explained that the reason of the changes would be most likely the way how the device is evaluating the remaining longevity, but to be able to confirm this, electronic data is required. No further information is currently available. The device remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.